Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 weeks post-op') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abnormal loss of weight ("extreme weight loss"). The patient was treated with surgery (salpingectomy(unilateral), oophorectomy unilateral). Essure was removed. At the time of the report, the medical device removal and abnormal loss of weight outcome was unknown. The reporter considered abnormal loss of weight and medical device removal to be related to essure. The reporter commented: patient reported she have been losing weight to the point it is very concerning. Doctor thought she had a thyroid problem but she did all the blood work and it came back fine. She said she haven't changed her eating habits. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: it came back fine. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new event added - extreme weight loss; reporter causality comment added; lab data added; new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 weeks post-op') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.